Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose. The customer was treated with an insulin drip. When the cannula was removed it was bent, but the insulin pump did not alarm no delivery. The caller also mentioned that the she has to press the down arrow multiple times before it responds. No further information was provided.